Event description:
It was reported that patient having issues sending a merlin.net remotetransmission. Patient was brought into clinic, and upon interrogation device displayed an error message. Nominal settings were reprogrammed and normal interrogation was performed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.